Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl. Additionally, the customer experienced an unspecified virus and sepsis. The cause of elevated bg was unknown, however customer does not believe it was due to pump or supplies. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.